Event description:
It was reported that during a lap chole procedure, the devices were not forming the clips properly. The clips were in the shape of a loop. The procedure was completed with another device.

Manufacturer narrative:
Information anticipated, but unavailable at this time.